Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two (2) infusion sets leakage and showing blood at the site on (B)(6) 2025. The infusion set was in use for one day. The leakage was located at the quick-release (qr). The site of insertion was abdomen where active bleeding was noted. No further information available.